Event description:
It was reported to abbvie a literature review named, ¿an evaluation of the relative safety of artia porcine acellular dermal matrix in setting of implant-based breast reconstruction¿. The publication from the USA on a retrospective review of patients who underwent adm-based ibbr between january 2015 and march 2021 using either artia or alloderm. There were 98 artia reconstructions and 178 alloderm reconstructions. The authors reported the following complications: ¿ infection - artia: 13 (13%); alloderm: 26 (15%) ¿ necrosis - artia: 20 (20%); alloderm: 33 (19%) ¿ dehiscence - artia: rate not specified; alloderm: rate not specified. ¿ seroma - artia: 9 (9.2%); alloderm: 15 (8.4%) ¿ hematoma - artia: 1 (1%); alloderm: 4 (2.2%) ¿ capsular contracture grade 3 - artia: 0 (0%); alloderm: 2 (1.1%) ¿ capsular contracture grade 4 - artia: 0 (0%); alloderm: 2 (1.1%) due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article.

Manufacturer narrative:
Additional and/or corrected data: d1, d4.

Manufacturer narrative:
These events are being reported as serious injuries due to the reported infection, wound dehiscence, and seroma with surgical and medical intervention. The lots associated with this event was not reported and remain unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Multiple attempts are being made to gather patient and procedure specific information, including relevant lot numbers, dates, and graft dispositions.

Event description:
It was reported to abbvie a literature review named, ¿an evaluation of the relative safety of artia porcine acellular dermal matrix in setting of implant-based breast reconstruction¿. The publication from the USA on a retrospective review of patients who underwent adm-based ibbr between (B)(6) 2015 and (B)(6) 2021 using either artia or alloderm. There were 98 artia reconstructions and 178 alloderm reconstructions. The authors reported the following complications: ¿ infection - artia: 13 (13%); alloderm: 26 (15%) ¿ necrosis - artia: 20 (20%); alloderm: 33 (19%) ¿ dehiscence - artia: rate not specified; alloderm: rate not specified. ¿ seroma - artia: 9 (9.2%); alloderm: 15 (8.4%) ¿ hematoma - artia: 1 (1%); alloderm: 4 (2.2%) ¿ capsular contracture grade 3 - artia: 0 (0%); alloderm: 2 (1.1%) ¿ capsular contracture grade 4 - artia: 0 (0%); alloderm: 2 (1.1%) due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article.